Manufacturer narrative:
According to 080004000-2006-8039, there were two devices involved in the incident: pajunks sprotte cannula and the protex syringe. Referring to the description supplied by the initial reporter, the incident is due to the syringe and a users error. The sprotte cannula worked properly and is not reported to work defective or damaged in any other way. The pajunk sprotte cannula did not contribute to the incident. The pt is doing well, there is not certain "adverse event experience" in this case. We consider this file as closed.